Manufacturer narrative:
The customer reported that the screen on the bsm (bedside monitor) went black. The monitor was still sending data to the cns (central monitoring system). The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter board was replaced which corrected the issue. The repaired device was returned to the customer.

Event description:
The customer reported that the screen on the bsm (bedside monitor) went black. The monitor was still sending data to the cns (central monitoring system).

Manufacturer narrative:
Additional information: type of report, approximate age of the device, type of report, if follow-up, what type, device manufacturer date.